Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted it appears that the staple line did not hold. There appears to be a straight leg staple in the anastomosis. It was reported that the staple line did not hold. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic rectum resection, there was no problem with the desecendectomy with an end to end anastomosis. The parts of the resected colon had a good perfusion and there was not any tension on the tissue. However, three days later, the patient had some anastomosis insufficiency symptoms. In the magnetic resonance tomography (mrt), the surgeon saw a lateral insufficiency. The staple line was stripped. In the revision surgery, the circular stapler anastomosis was easy to pull apart. The patient now has a descendostoma, but is well. It was noted that the patient hospitalization was extended.